Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, a 980 ventilator had a continuously sounding alarm when turned off and plugged into an alternating current (ac) power source. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se took the device to another ac power source and was unable to reproduce the issue.